Event description:
It was reported that far field r wave oversensing was observed. It was also noted that ventricular safety pacing occurred due to loss of atrial capture and/or atrial sensing. The device was programmed to vvi. The atrial lead remains implanted but is no longer in use. The patient is not resuscitate status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074 implantable pacing lead 2008 (B)(6). (B)(4).